Event description:
It was initially reported by arjohuntleigh representative that opera's lifting arm lowered uncommanded. The resident was being transferred into the bed from chair. Lift was raised to go over bed with use of handset, at that time lift started to lower on its own slowly then got quicker until resident reached the floor. Caregiver attempted to slow the fall which resulted in a muscle strain to the caregiver's right arm. The caregiver was treated with an ice pack and was able to go back to work the next day. No injury occurred to the resident. Device examination showed that a bolt in the top of the mast that goes through the actuator was visibly loose. The involved opera lift was tested, no issue were found, however, it was possible to recreate this event: "when looking at lift, I can see that the mast actuator bolt at top of lift is loose. I put my full weight on hanger and bounced up and down and could not get the lift to lower. Using my fingers, I loosened the bolt about one full turn and the lift started to lower slowly with my weight on it, then sped up." Additional comment made by arjohuntleigh representative: "once I approached the lift, it was obvious to me that the bolt in question was loose. Normally it is flush with the outside of the pillar. This customer does his regular monthly checks on all of his lifts and is quite thorough. There has not been a report prior to this where somebody had tried to lower lift manually by loosening the bolt and manually lowering. Cannot think of how this would have loosened off."

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by (B)(4). From 2014 and going forward complaints related to these products are t obe handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted. An investigation was carried out into this complaint. When reviewing similar reportable events for opera passive lift, we haven't found any other similar case where the lifting arm dropped during use because of loose top mast bolt. We have been able to establish that there is no complaint trend concerning these kind of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of the specification bolt in top of mast that goes through actuator was loose. The device was being used for patient handling and in that way contributed to the event. Caregiver attempted to slow the fall which resulted in the injury - muscle strain o n right arm. Treatment applied: ice, back to work next morning. No injury occurred to the resident. Device examination performed by arjohuntleigh representative and documented in incident description form showed that bolt in top of mast that goes through actuator was visibly loose. It was also possible to re-create this event, per service technician: "I put my full weight on hanger and bounced up and down and could not get lift to lower. Using my fingers, I loosened off bolt about one full turn and lift started to lower slowly with my weight on it, then sped up." Our evaluation shows that this failure is possible under 3 circumstances: before use of the device, lift was involved in hazard situation where lifting arm was lowered with emergency feature: system failure wind down. This cause can be excluded as provided information and search for other complaints on involved serial number showed that there was no situation of this kind. Per service technician: "there has not been a report prior to this where somebody had tried to lower lift manually by loosening the bolt and manually lowering." Device incorrectly serviced. Product instruction for use (isu kpx01700.us) informs about preventive maintenance actions. From above information user error couldn't be fully ruled out, as recommended check concerns daily action, not monthly, also it can be assumed that bolt wasn't tightened correctly during previous service. Unauthorized use of device - it can be considered that unauthorized alteration in device occurred, e.g: loosening top mast bolt by the user. However this is only an assumption, and cannot be stated for certain. From received information and our evaluation we are not able to establish the exact root cause of this incident. We can conclude that this failure can be related with: user error: incorrect maintenance of device, incorrect use of the device. Worn out equipment: please note that this device was in use for over 9 years and its expected lifetime is (10) years.